Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged the pump having cracked battery compartment. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label. In summary, pump have cracked battery tube threads was confirmed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked and battery compartment was damaged. No harm requiring medical intervention was reported. The customer will discontinue use of the device.